Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the non-calcified right atrioventricular branch. Pre-dilation was performed with a 2.25 x 15 mm non-bsc balloon inflated to 20 atms. Next using a buddy wire and anchor technique, a 2.25 x 24 mm promus element plus stent was advanced for treatment but was not able to cross the moderately tortuous section of the mid right coronary artery. Upon removal, it was noted the stent got flared. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the non-calcified right atrioventricular branch. Pre-dilation was performed with a 2.25x15mm non-bsc balloon inflated to 20 atms. Next using a buddy wire and anchor technique, a 2.25x24mm promus element plus stent was advanced for treatment but was not able to cross the moderately tortuous section of the mid right coronary artery. Upon removal, it was noted the stent got flared. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the device found no issues with the returned device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).